Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code (B)(4). The additional prostyle device referenced in report is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a peripheral interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The device was removed and replaced with a new prostyle device. The new prostyle device was deployed and (worked as intended), however the physician pulled too hard on the rail, causing the suture and a piece of vessel to rip out of the patient anatomy occluding the vessel. A surgical cutdown was performed to repair the vessel. There was no reported clinically significant delay in the procedure, just an extended patient stay. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition could not be confirmed due to components not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the physician used excessive force to pull the suture. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: while maintaining tension on the rail suture limb, keeping the rail suture limb securely wrapped around the left forefinger, place the left thumb on the top of the perclose snared knot pusher to assume a single handed position. Complete knot advancement by applying slow, consistent increasing tension on the left forefinger until the rail suture is taught. In this case, the IFU deviation would not have contributed to the reported difficulties. The patient effect of tissue injury, obstruction/occlusion are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty and subsequent patient effects and treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A medwatch report was received (mw5114752) which states: during the procedure, the closure device failed. The second device opened and inserted. During removal of device, doctor had difficulty [with removal] and what appeared to be a segment of the vessel came out attached to the suture. Patient was transported to operating room and admitted. Due to issues with reporting online, this form is being completed and submitted.

Manufacturer narrative:
Attachment: mw5114752. The reported difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the complaint history of the reported lot did not indicate a lot specific quality issue.